Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 - date of event - unknown.

Event description:
It was reported that the pump had an intermittent downstream occlusion alarm (e51013). There was a patient involvement but no patient harm.

Manufacturer narrative:
The suspect pump was returned for evaluation. Review of the event history log showed multiple entries of high alarms for downstream occlusion (dso). A 12-month service history review confirmed no prior service activity during this period. Visual inspection revealed no anomalies. Functional testing was performed, during which repeated dso occlusions were observed, confirming the complaint. The dso sensor and seal were replaced. The probable cause could not be determined.